Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Instrument was discarded by the manufacturer.

Event description:
It was reported by a physician that during a procedure, a drill guide has bent and then broken when utilize during a procedure. There was not medical intervention, adverse consequences, or delay of surgery reported for this event.